Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed old-style printed circuit board and power switch. Cracked enclosure near the drain tube. Broken pole clamp. Customer?s reported issue was duplicated. Power issue was caused by the power switch being broken. The root cause of the reported issue was determined to have been caused by the power switch was not functioning as intended. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.

Event description:
It was reported that the encountered a no power event. No patient injury reported.